Event description:
It was reported that the patient was experiencing difficulty connecting the charger to the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. There were no reported complications postoperatively.

Manufacturer narrative:
Sc-1216 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing difficulty connecting the charger to the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. There were no reported complications postoperatively.